Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for investigation. The device was externally visually inspected and no defect was found. Functional testing was performed and the tests failed. The reported event was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced an intermittent out of range signal. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.